Event description:
During an implant procedure, the stylet could not be inserted into the right ventricular (rv) lead. The lead was replaced and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies. Electrical testing and an x-ray examination did not reveal any indication of conductor fractures or internal shorts. Stylet insertion test revealed an obstruction in the distal portion of the lead. The cause of the reported event of stylet could not be inserted was isolated to inner coil being clogged with blood/body fluid consistent with the implant procedure.